Event description:
It was reported that a pt underwent a sling procedure during 2008. At the pt's two month f/u visit, the surgeon noticed that some mesh was exposed at the incision site. On an unk date, the surgeon trimmed the exposed mesh.

Manufacturer narrative:
Mesh exposure occurred. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.